Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. This condition was a cascade failure of failure code 810:11 the pump's air in line printed circuit board was tested and found to be within specifications. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with an 812:05 error code. This event occurred in the surgery department. There was no report of patient injury or medical intervention necessary. No additional information is available. During the product evaluation at baxter, it was discovered that failure code 812:05 occurred during infusion which caused an interruption during delivery. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).